Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of thirteen devices. Six devices were opened and the other seven were sealed. A needle was received in the jaws of instrument four. Under microscopic inspection, the needle did not have witness marks on the cones. The handle of the instrument was observed to be broken off from the pin connecting it to the device. Witness marks from the needle tip impacting the beveled wall were observed on instruments one and three. No sheering on the toggle switches was observed on the thirteen instruments. The needle was removed from instrument four. No functional test could be done on instrument four since the handle was broken. The instruments were then loaded with a needle from the pmv inventory and applied to test media. Each instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for the twelve instruments. Replication of the broken handle may be due to rough handling. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic fundoplication, the surgeon encountered issues with four devices of the same lot. The first device's the needle was broken, the second device was difficult to load, the third device's jaws would not close after two stitches, and the fourth device was unable to be unloaded. There was no patient injured, no extension of incision, no extension or surgery time more than 30 minutes, no blood loss, no tissue damage or loss, no change of procedure laparoscopy to open surgery. No part of the device fell into cavity, no reinforcement material used, and the device not re-sterilized prior to use. The clinical device is available and will be returned for evaluation. No device reload product information is available. The device UDI number is not available.